Manufacturer narrative:
(B)(4) follow up it was reported the black rubber plunger started to leak. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, five photos were provided for evaluation by our quality team. The photos show a syringe with 20ml of a solution and a packaging blister next to it. There are dried droplets of solution between the syringe rubber stopper ribs and past the rubber stopper. No other information could be obtained from the photos. A device history record review was completed for provided material number 309653, lot 4183160. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be offered.

Event description:
No additional information received.

Event description:
Material # (B)(4) batch # 4183160. It was reported by customer that the black rubber plunger started to leak and the medication started to leak down the inside of the syringe. Verbatim: rcc received a complaint via community. Pir attached. Was going to draw up chemo beads for a patient dose and the black rubber plunger started to leak and the medication started to leak down the inside of the syringe. We had to waste the medication and reschedule the surgery because it was a special ordered medication. We are requesting that the cost of the beads be reimbursed. The total of the beads is (B)(4) dollars. I am willing to provide pictures of the incident and a picture of the product that we had to waste due to syringe malfunction.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.